Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis indicated that episodes of supra ventricular tachycardia (svt) were detected as ventricular fibrillation (vf). Atrial sensitivity is 4.0mv and not sensing atrial activity. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient received five inappropriate shocks and reported to the emergency room. The patient reported experiencing discomfort and anxiety after receiving the shocks. Upon interrogation it was noted that the shocks were administered for supraventricular ventricular tachycardia (vt) episodes and a possible detection issue was noted. The implantable cardioverter defibrillator (ICD)&#2071;as reprogrammed and remains in use. No further patient complications have been reported as a result of this event.